Event description:
Pt is status post right tha (total hip arthroplasty) that looks good on xray but is causing persistent pain. The patient had pain to the point she wanted it revised. The patient was taken to surgery for a revision of the right tha acetabular component and femoral head. The patient tolerated the procedure well. Joint fluid results as follows: cobalt, joint fluid 634.1 ug/l and chromium, joint fluid 130.2 ug/l. Anatomic pathology report shows the following: the larger piece is 5.2 cm in diameter and the smaller is 4.2 cm. The larger piece has an inscription partially obscured by the adherent tissue which appears to be the device ID number and size.